Manufacturer narrative:
Product event summary: manufacturer's analysis found that the radio frequency (rf) programmer head failed incoming testing; there was liquid ingress, resulting in rust and corrosion. The rf head was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.